Manufacturer narrative:
Return of the ac tray and power cord is anticipated. Evaluation of these parts will be included in a follow up report upon their return and investigation completion.

Event description:
A customer reported an iu22 ultrasound system was producing smoke that triggered the user facility smoke alarm. The smoke was purged from the user facility and there was no injury associated with this event. The ac tray and power cord were identified as the cause of the smoke. These parts were replaced to repair the system which remains at the customer site.

Manufacturer narrative:
The ac tray and power cord were returned for evaluation. Evaluation of these parts identified abnormal strain placed on the power cord led to a partial separation from the ac tray. Over time with system movement and continued strain on the power cord at the user facility, the power cord arched at the ac tray connection point resulting in burnt components producing smoke.